Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent an ipg explant procedure and the explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent an ipg explant procedure and the explanted ipg was not returned as it was kept by the medical facility. Additional information was received that the patients entire spinal cord stimulator (scs) system including the leads were explanted as the patient did not want the system implanted anymore and did not plan to use scs therapy anymore.